Event description:
It was reported that a patient and caregiver required assistance to activate a libre 3 plus sensor with the ilet mobile app, and subsequent messaging indicated an issue consistent with an incorrect pairing code, an attempt to pair the wrong sensor type, or a missed pairing step resulting in no glucose readings on the ilet. Symptoms included none reported. Outcomes included no alerts or alarms reported. Investigation included customer education and troubleshooting to guide correct sensor pairing within the ilet app. Investigation of this case revealed that the issue aligned with user setup error related to sensor pairing rather than a malfunction of the ilet device or sensor hardware. It was concluded, based on previously established findings for similar reports, that the cause was user interaction during setup.